Manufacturer narrative:
The device was manufactured march 2, 2017 ¿ march 4, 2017. Five (5) actual samples were received for evaluation. Visual inspection revealed fluid in the bag that contained the units. When the five samples were removed from the bag, a leak was observed from two of the five samples. The cause of the leak was determined to be an untightened blue winged luer cap on the two samples. No signs of crack or damage were found on any of the caps. Functional leak testing was performed on all five samples by filling the bladders with water, manually tightening the blue winged luer cap onto the luer, and monitoring the devices until the next day. The next day, no signs of a leak were observed from any of the five samples. The five samples were found to operate within specification. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) large volume infusors were leaking into their sealed overpouches. This occurred during storage. The reporter indicated that the devices had been in storage for almost 5 months. The infusors had been filled with 0.9% saline solution. There was no patient involvement. No additional information is available.